Event description:
It was reported that the patient had a shocking or jolting sensation. This occurred intermittently since (B)(6) 2015, but today it was pretty constant. Usually when it happened it was just once and then it subsided after about an hour. Today the patient received several in a row and pretty frequently. The patient had not turned stimulation off to determine if that made a difference as the occurrence was typically intermittent and there was sometimes a month between incidents. The patient had their implantable neurostimulator (ins) reprogrammed about a month ago and was told that one of the contacts was broken or something like that. The patient had a fall, but nothing recently. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v802404, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# v802404, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).